Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was open, so customer did not use. Reportedly the product wasn¿t sterile cause the lens came with no packaging it was just in the box. Additional information was received, and it was learnt that customer does not think there was breach in sterile barrier, however there was no packaging inside the box and it was just lens inside. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the original daisy wheel, folding carton, and patient ID card were received, but no lens or sterility pouches was received. No product evaluation could be performed, because the complaint lens was not received. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.